Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report#: 1627487-2017-02203. It was reported the patient felt stimulation in the incorrect location and the patient was also unable to increase the amplitude. The physician found that one of the patient's leads had migrated. Subsequently, the patient underwent surgical intervention on (B)(6) 2017 wherein the lead was repositioned. During the procedure, the physician noticed both leads had flipped, subsequently the patient will be referred to a neurosurgeon for additional intervention. Please note: it is unknown which lead migrated. Therefore, all suspected devices are being reported.